Event description:
A voice mail was received on (B)(6) 2012 from the patient reporting eye infections in both eyes. On (B)(6) 2012 and e-mail was received from patient stating he wears pure vision lenses. Bausch and lomb manufactures the pure vision lenses. The product was identified is a bausch and lomb product as pure vision lenses. Coopervision, inc. Did not manufacture this product.

Manufacturer narrative:
Lot # r18532474.